Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed an abrupt impedance increase of greater than 500 ohms and increased threshold measurements. Normal shock impedance and sensing were noted. No arrhythmia episodes and no loss of pacing were observed. A decision was made to perform a lead revision. During the removal procedure, visual inspection revealed the device header was "wobbling". During the lead removal, this lead broke. This lead was replaced successfully. No adverse patient effects were reported.